Manufacturer narrative:
Additional information received on 10 march 2017 and includes: the torque limiter screw driver was not used in the primary surgery. On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: radiographic images show the presence of a loosened insert screw occurred 3 years after primary surgery. This event may be caused by insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended, if possible via an arthroscopic intervention. During arthroscopy visual inspection of the articular surfaces can be performed. No negative consequences should be expected for the insert fixation in absence of the safety screw. Batch review performed on 27 march 2017. Lot 135739: (B)(4) items manufactured and released on 19 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 30 march 2017 the r&d project manager performed a preliminary investigation and commented as follows: radiographic images show the presence of a loosened insert safety screw occurred 3 years after primary surgery. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. This type of screwdriver is already available on demand. During arthroscopy to remove the screw, some scratches have been noted on the trochlear groove of the femoral articular surface. It was deemed not necessary to review any other components. The insert is now no more fixed with the safety screw. Mechanical tests performed in the past lead us state that no negative consequences should be expected for the insert fixation in absence of the safety screw. Not yet received.

Event description:
Upon assesment of x-ray, it was noticed that the screw for the tibial insert was sitting within the trochlea groove. It was deemed necessary to remove the screw arthroscopically. There had been some notable scratching on the femoral surface but given its location (trochela groove) it was deemed not necessary to revise any other components. Additional anaesthesia time and surgical intervention were required. The patient reported no additional pain or symptoms and was quite happy with the outcome of her primary surgery.

Manufacturer narrative:
Medacta international has not received the items back for further investigations, as stated by the initial reporter. On (B)(6) 2017 it was prepared a final report with the information already submitted in the initial report. On (B)(6) 2017 the report was sent to the initial reporter and the case was closed.